Event description:
It was reported that a malfunction alarm occurred, identified by malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy while technical support arranged for a replacement pump to be shipped.